Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sept2019. The service engineer (se) inspected the device and found that the o2 sensor was 4 years old and could not be calibrated. The se replaced the o2 sensor and the unit passed all testing this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had a low o2 alarm. The device was in clinical use at the time of the event; however, there was no report of patient or user harm.